Event description:
It was reported to gore that the patient suffered from lower limb ischemia under peripheral veno-arterial extracorporeal membrane oxygenation. It was recorded that a venous ilio-femoral bypass was performed. Follow-up was marked by a septic rupture of the venous bypass and a pet ilio-femoral bypass was performed. On (B)(6) 2021, after about 1 year, the pet prosthesis including a gore® viabahn® endoprosthesis were explanted due to an infection.

Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The medical device returned to a third party for investigation. The analysis report was shared with gore and evaluated appropriately. Further information related to the procedure, the incident and the patient condition was requested from the hospital and were captured in the adverse event description. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. The information reported in the complaint, including a report from third party lab, does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
During an upgrade to the system, the imdrf codes were inadvertently removed from the original medwatch.

Manufacturer narrative:
H6: corrected imdrf codes.